Event description:
The customer reported that the device had a speaker malfunction and did not make any noise. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.